Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.